Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate gases. Prior to going on bypass, gas flow on the epgs was fluctuating on it's own. The device was not changed out, as the customer used a sechrist blender for the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00695.